Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): unresolvable accumulation of air in line "push line with ns running copious bubbles in line required writer to prime new line, unresolvable problem medication was room temperature and had been running with no issue for several hours. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, risk for drug reactions/side effects with too rapid of an infusion, risk for infection / introduction of contaminants, vital signs compromised. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication/fluid ns. IV rate 10. Other details push line with ns running. Copious bubbles in line required writer to prime new line, unresolvable problem. Medication was room temperature and had been running with no issue for several hours. No visible bubbles to clear from line. Push was for life supporting medication and patient did have brief deterioration in clinical status from same. Other product problem unresolvable accumulation of air in line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.